Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2018, the patient underwent a watchman left atrial appendage (laa) closure procedure. A complete seal was noted with a deployed diameter of 19.0 mm. The following day, the patient was discharged with aspirin and rivaroxaban. On (B)(6) 2019, the patient presented for their 12-month follow transesophageal echocardiogram (tee). A non-mobile pedunculated thrombus on the atrial facing surface of the device was noted with a maximum dimension of 0.94 x0.54 cm2. A complete seal was noted with proper compression and no peri-device flow by color doppler. There was no pericardial effusion. The patient was on aspirin and rivaroxaban at time of event nd there had been no evidence of thrombus on the 45-day follow up. On (B)(6) 2019, oral medication was changed or adjusted in response to the event. At this time, the event is considered ongoing.